Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis and another unrelated medical condition. The patient was treated with unspecified intravenous antibiotics (drug names, doses, frequencies, and durations not reported) and unspecified oral antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. Action taken with dianeal and extraneal therapies were not reported. Twelve days after the event onset, the patient was discharged from the hospital and is currently convalescing in a nursing home. At the time of this report, the patient had recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: upon follow up the caregiver reported that the patient was sent to the rehab facility on oral antibiotics to ¿get stronger.¿ the patient was hospitalized for another indication and while hospitalized the pd catheter (three days after the initial hospitalization for peritonitis) was removed and the patient was transferred to hemodialysis. It was reported the patient passed away one day prior to receipt of this report. The caregiver reported the cause of death was a heart attack due to congestive heart failure. It was not reported if an autopsy was performed. It was reported the patient was not recovered from the previously reported event of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.